Event description:
Following a premature ventricular contraction procedure in the left ventricle, a pericardial effusion was noted and required an epicardial puncture to resolve. Using the ensite system, an arrhythmia located in the left ventricle near the mitral valve was mapped. The examination started with the patient awake and after locating the arrhythmia, the patient was put under general anesthesia. Some radiofrequency applications were performed and the ventricular extrasystole was suppressed. After waiting a few minutes, another radiofrequency application was performed. A transthoracic echocardiogram was then performed which revealed a pericardial effusion in the left ventricle. An epicardial puncture was performed to stabilize the patient. After some ultrasound examinations, the pericardial effusion was noted to have resolved. The patient was extubated and transferred awake to the ICU. The incident was not related to a malfunction of any abbott devices.